Event description:
Nurse calling for customer in 11/2002 alleged their express view meter would only prompt errors. The issue was not resolved with troubleshooting. The customer did not report an adverse event. The meter has been replaced.